Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. The unit was analyzed and the ¿1169¿ error was found indicating ¿cannula sensor error¿ on the 0x3 axis, confirming the fault occurred in the field. The usm was then onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the cannula printed circuit assembly (pca) was further inspected, and no faults could be identified. The complaint was confirmed by failure analysis. The probable root cause was attributed to a component failure on the cannula pca.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, one of the arms continued to move after the port clutch button was released. The caller indicated the arm was currently locked in place, but the surgeon felt the arm was restricted. The technical support engineer (tse) then had the caller check the arm for any physical restrictions and confirmed that the arm was not externally restricted while the procedure continued and the arm was requested to be checked. The customer reported event has no report of patient injury.